Event description:
It was reported that, during a meniscus repair surgery the ultra fast-fix device presented the t2 suture knot was loosened, both of ts were removed from the patient by tweezers. A surgical delay equal to 30 minutes was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image confirmed the reported batch number and product number. The image revealed the anchors and suture attached to the needle. The depth tube has been removed from the needle. No physical damage visible to the imaged device. A visual inspection revealed the device was returned with anchors attached to the needle as expected. No physical damage visible. A functional evaluation revealed the device functioned as intended. There was no relationship found between the device and the reported event. The complaint was not confirmed, and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.